Event description:
It was reported taht (1) er320 device was used during a unk procedure. It was reported by the rep that the surgeon tried to fire aplier and the handle was stiff. No clips entered the jaws. A new er320 was opened and case was finished. Extended or time by 1 min. There was no consequence to the pt.